Event description:
Customer repeatedly obtained results of lo and 119mg/dl within 1 minute on the same device. Customer also reports obtaining results of lo and 174mg/dl within 1 minute on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used.